Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient experiences surges and has her programmer with her 24/7 because she is constantly making adjustments up or down related to positional movements. The patient reported that she has to turn stimulation down when she gets into bed. The patient does not know how to use adaptive stimulation and was pretty sure that adaptive stimulation was disabled. This has been happening for over a year.

Event description:
Additional information received reported that the circumstances that led to the surges and the need to regularly adjust the stimulation was not known. Steps taken or will be taken was reported to be going to see the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.